Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and loss of capture. A complete lead was returned with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.